Event description:
The customer reported that the left screen would flicker and the system displayed an ma sensor failure error message. This event occurred during a case. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The filaments were calibrated. The system was tested and operates as intended. This event may have resulted in a accidental radiation occurrence.